Manufacturer narrative:
Initial and final MDR (B)(4), device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tape not sticking issue on (B)(6) 2026. Patient also experienced high blood glucose at the time of the event and patient took correction bolus via pump to resolve the issue. The infusion set was in use for five hours to one day no further information available.